Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that the battery longevity of this pacemaker dropped by two years in a span of three months with no known changes in device output or any evidence of atrial fibrillation. Additional information indicated that the device was depleting prematurely. The battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The malfunction appeared consistent with other pulse generators with degradation of internal hardware component due to traces of hydrogen gas. The device was then explanted. No additional adverse patient effects were reported.